Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse determined the cause of the problem to be service nodes are timing out. The fse reloaded the nodes, replaced the service processor and found that the power supply was drifting. Replaced power supply and verified system functionality. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Failure of the power supply can cause a variety of system functionality issues, including nodes dropping out. Replacing the power supply resolves this issue. The subsystem code for this complaint is component failure this complaint has been evaluated. The actions taken by the fse to confirm, diagnose and correct the reported issue are appropriate. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb was removed, cleaned and reseated. The associated software nodes were also reloaded as part of the service event. The 5vdc power supply cable was also removed and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.